Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The diameter of the proximal aortic neck was 22 mm, with a length of 40 mm and an angulation of 60 degrees. The patient is reported to have significant calcification overall. As part of the preparation for the procedure, wire embolization of the right internal iliac artery was performed. It was reported that the physician implanted the stent graft system. The bifurcate and both limbs were implanted successfully. Another manufacturer's balloon was used to model the grafts to the vessel walls. Angiography revealed a type ia endoleak on the bifurcate. The aortic cuff was implanted, and ballooning was again carried out, but the endoleak remained. The left renal artery was cannulated and an attempt was made to extend a graft above the renal artery. The physician attempted to advance a catheter from both sides of the brachial artery, but was unable to advance the catheter, and could not cannulate the artery. Another ballooning of the proximal neck was performed, but the endoleak was unresolved. The procedure was concluded. No additional clinical sequelae were reported and the patient will be monitored. The physician commented that the device size had no issue with 23mm proximal diameter, but 25mm device might be better to choose.

Manufacturer narrative:
(B)(4).